Event description:
Initial report of no delivery. Device backflowed upon testing. Due to the fact that this failure was discovered through the process of the normal servicing of a device, no pt related clinical info is available.